Manufacturer narrative:
(B)(6).

Event description:
It was reported that t1 and t2 deployed in one step by pushing the deployment slider forward. No patient injury or significant delay were reported. Back up device was available.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion.. No further investigation is required.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent. No ts or suture remain on the delivery needle or were returned for examination. The actuator is its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device instructions for use warning: do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. D10 & h3 updated.